Manufacturer narrative:
Upon receipt of these flexiva fiber at our quality assurance laboratory, the returned device underwent a thorough analysis. It was found that the fiber connector was fractured, the fiber connector may have a developed a microfracture that with use or handling can become larger resulting in an insufficient aiming beam and low laser energy output, up to a complete inability for the fiber to fire. Based on the information available and analysis results, the fracture identified could have caused or contributed to the reported clinical observation of fiber stop working.

Event description:
It was reported that after the beginning of the lithotripsy, the fiber stopped working for no apparent reason. The procedure was completed using another unit. No patient complications were reported. Upon device evaluation, it was found that the fiber connector was fractured.